Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. There was no indication of confirmatory testing, and the results were not reported to clinicians. There was no report of patient impact. The following information was provided by the initial reporter, translated from korean: "false positive". "What confirmatory testing was performed that determined the false positive result? Fse review the error log and temperature record first but there was no errors from specific station. Then checkup rack and station using qc vials. After visit there is no more false positives. Were any erroneous results reported to the doctors? No".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer was dispatched and rack was reset. This is unconfirmed failure of the bd product. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and revealed no errors. Complaint history for ¿results¿ was reviewed for the month of march 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID (B)(4). No new risks or hazards were identified. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. There was no indication of confirmatory testing, and the results were not reported to clinicians. There was no report of patient impact. The following information was provided by the initial reporter, translated from korean: "false positive." "What confirmatory testing was performed that determined the false positive result? Fse review the error log and temperature record first but there was no errors from specific station. Then checkup rack and station using qc vials. After visit there is no more false positives. Were any erroneous results reported to the doctors? No."